Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous lead system exhibited noise on the electrograms, and has delivered several inappropriate shocks.